Manufacturer narrative:
Tracking no: (B)(4).

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic assisted total gastrectomy, the device and reload were unable to fire. All indicators were solid green. A new device was used to complete the procedure. Surgery time was delayed by more than 30 minutes. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc.